Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off during transport with no error notice. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log as "improper shutdown" messages. The evaluator found the device to be operating within specification during testing and could not reproduce the reported issue of the device powering off on its own. No correction was identified. Should additional relevant information become available, a supplemental report will be submitted.